Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 07/14/2010 to the present date 10/12/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for test failure of the plunger force calibration which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had been dropped by staff, and that the front and rear case were crushed. No patient involvement was reported.